Event description:
It was reported that the system 9800 displayed a "low ma" error and was not operational. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was postponed/canceled. An add'l report will be generated and submitted if further info becomes available.